Event description:
It was reported that the handpiece began overheating during a tooth extraction. The procedure was successfully completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the driveshaft, motor, and housings, which were each replaced. Service repaired and returned the device to the customer.